Event description:
Same case as MFR#: 2134265-2009-02709, 2134265-2009-02708, 2134265-2009-02714. It was reported that during a coronary stenting treatment procedure, ventricular fibrillation and cardiovascular arrest occurred. The 85% stenosed lesion being treated was located in the moderately tortuous, moderately calcified, mid right coronary artery (rca). The physician attempted to advance a 3.50x16 mm liberte stent. However, there was a non-significant lesion located in the proximal portion of the artery. The physician experienced significant resistance and was not able to advance the stent despite several attempts. Once outside the pt, the physician realized that the tip of the stent's delivery system had elongated. Then the physician attempted to predilate the non-significant lesion with a 3.0x20 mm maverick balloon, but because of the presence of calcium, the lesion did not change. At this point, the physician decided to stop the angioplasty, but then the pt went to ventricular fibrillation and cardiovascular arrest. A temporary pacemaker was placed, massage was applied, and the cardio defibrillator was used. After stabilizing the pt, the physician attempted to open the artery with a 3.50x24 mm liberte stent, but again he felt resistance in the proximal portion of the artery. Finally, he attempted to advance a 3.50x20 liberte stent, but as with the first two stents, it was not possible to advance it to the target lesion. The procedure was prolonged for 2 hours and consequently the ptca attempts were aborted and the pt was taken to surgery, where a bypass graft procedure was performed. Following surgery the pt had a cerebrovascular accident, confirmed by cat scan, and had left hemiparesis.

Manufacturer narrative:
A visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.